Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 155 mg/dl at the time of the incident. The customer did not press button down for 3 minutes or long. The customer stated that the insulin pump had multiple pump errors during basal. The customer was able to clear the alarm and able to complete rewind insulin pump. The customer performed self-test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Pump error (line number: 72, file number: 1) and the motor arm cannot communicate with the main arm (line number: 2725, file number: 32010) confirmed in downloaded pump history due to software error. Keypad unresponsive/button error alarm not confirmed during testing. Device passed the displacement test and the self test.